Event description:
Equashield (closed system transfer device for hazardous/chemotherapy) spike adaptor 1 came loose from IV bag (ns 500 ml/bbraun) at end of infusion and fell out of bag when touched by nurse at end of infusion. No medication left in bag or tubing, thankfully. Potential for a hazardous drug spill.